Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient demonstrated twiddler¿s syndrome and had pulled on this right atrial (ra) lead causing a rise in pacing impedance measurements. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.